Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Insulin pump passed displacement test and self test. Hardware low level failure alarm confirmed in the pump history file due to broken trace on u1 keypad assembly.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. The customer¿s blood glucose value was 158 mg/dl. The insulin pump will be returned for analysis.